Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds. During functional analysis, resistance was experienced when advancing the smart coil out of its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into a demonstration microcatheter during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the major aortopulmonary collateral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached five smart coils using a non-penumbra microcatheter without an issue. While attempting to advance a new smart coil into the microcatheter, the physician encountered resistance and was unable to advance the coil into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.